Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was supposed to be used for drainage for residual biliary sludge confirmed after extracting stones in the distal bile duct. The user straightened the stent by a straightener and tried to pass a 0.025-inch olympus visiglide through the pig tail of the stent, but found that the stent was kinked. (B)(4) therefore; another zebd-7-10 was used instead (B)(4) the same wire guide of (B)(4) was used a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 01 jun 2022. Visual inspection: severe kinks noted on the 1st, 2nd , 3rd, 4th and 5th portholes on the tapered end. Pigtail straightener returned in incorrect orientation. Pigtail curl observed to be out of shape. Functional inspection: 0.035 inch wire guide does not pass the kinks.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 device of lot number c1868341 was returned to cirl without its original packaging. With the information provided, a physical and a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00304). Lab evaluation: the zebd-7-10 device related to this file underwent a laboratory evaluation. Lab evaluation date: 01 jun 2022. Visual inspection: severe kinks noted on the 1st, 2nd , 3rd, 4th and 5th portholes on the tapered end. Pigtail straightener returned in incorrect orientation. Pigtail curl observed to be out of shape. Functional inspection: 0.035 inch wire guide does not pass the kinks. Document review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for lot c1868341 confirmed that this failure has not previously occurred with that lot number. Based on the information to date, there are no manufacturing issues associated with lot c1868341. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures as per d00059695, [qsi0907], verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.